Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed deformations of the outer conductor helix, which are probably the result of the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the measurement values of the electrical analysis were within the technical specification. No irregularities could be detected during the performed screw test. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - this ra lead dislodged and was repositioned on (B)(6) 2018. The lead dislodged again and was explanted on (B)(6) 2018.